Event description:
It was reported that during a superficial femoral artery (sfa) stenting treatment procedure, the stent partially deployed during preparation of the catheter and the stent dislodged from the catheter outside of the patient. The physician used another of the same type of stent and successfully completed the procedure. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine."